Event description:
Caller reported a malfunction on the pump, displaying "malf 0" as the malfunction code. The customer did not experience any significant impact on their blood glucose level, as it did not exceed 500 mg/dl. As a corrective measure, tandem technical support decided to send a replacement pump with updated software. The customer, who will use mdi as backup therapy in the meantime, was instructed on steps to return the malfunctioning pump and acknowledged the guidance provided.